Event description:
It was reported that the received five inappropriate therapy shocks due to the right ventricular (rv) lead undersensing. The patient was hospitalized and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.